Manufacturer narrative:
Investigation results indicate that the most likely cause of breakage is metal contact along with lack of or insufficient irrigation during use. The quality investigation is complete.

Event description:
It was reported that the bur broke at the neck during a lumbar fusion. It was further reported that the a piece of the bur had to be removed from the patient's bone. It was also reported that there was a 10 to 20 minute delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke at the neck during a lumbar fusion. It was further reported that the a piece of the bur had to be removed from the patient's bone. It was also reported that there was a 10 to 20 minute delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.